Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had leak, blood in tubing & balloon rupture. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Another reporter: (B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (initial reporter), e3. The iab was returned fully unfolded with blood present inside and outside the catheter and between the catheter and sheath. The sheath partially covered the rear of the balloon, and a kink was observed in the catheter tubing approximately 42.9 cm from the tip. An underwater leak test identified a 0.025 cm leak on the balloon membrane, located 1.3 cm from the rear seal. Examination showed a whitish abrasion around the leak, consistent with damage caused by calcified aortic plaque. Review of the lot history record, risk file, IFU, ncmrs, and complaint history found no manufacturing issues, adverse trends, or evidence of nonconformance, adulteration, or counterfeiting. The failure mode is known and within the device¿s risk profile; therefore, no CAPA escalation is required.

Event description:
N/a.